Manufacturer narrative:
A beckman coulter field printed circuit board (pcb) and the ise tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium, potassium and chloride on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.